Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing ts/ labeled instructions ¿ issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Complaint summary: helpline support team reported that they are seeing a different decimal values in insulin axis on daily review reports in carelink personal applicationinvestigation/testing summary: an attempt was made to reproduce the issue by generating the daily review reports in carelink support application and observed that the issue was not reproducible.to investigate further we referred the requirement document for the axis value calculation. We retrieved the basal value for the specified date range.to assist with the resolution , we provided the below information to the helpline support team. 1. When the auto basal dose is non-zero, basal rate is calculated with the micro-bolus delivered amount multiplied by 12 â¿¿ on april 8th the highest auto basal is 0.1 which is multiplied by 12 = 1.2 2. Since the max basal value is greater than 1u/hr , then y axis max value is multiple of 5 â¿¿ so the insulin scale will change based on the delivered basal rate of that day.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc.(most likely) root cause: the root cause of the issue is due to lack of user training analysis summary: when the auto basal dose is non-zero, an equivalent basal rate would be calculated from the micro bolus delivered. Provided the detailed information on the axis value calculation.we are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Esf number: (B)(4) no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.